Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge, loaded cold insulin, and was not performing the air removal step. Additionally, the customer refilled an old cartridge with insulin and used cartridge past labeling. Customer¿s blood glucose level was 109 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.